Event description:
Boston scientific received information that one day post implant of this right ventricular (rv) lead, complete loss of capture was observed which resulted in greater than two seconds of asystole for this patient. A temporary pacing wire was implanted and the following day, the rv lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.